Event description:
It was reported that sales rep called and reported revision of right knee due to a loose baseplate and poly wear. Primary was done approximately 20 years ago and the cat /lot codes on explanted devices were illegible.

Manufacturer narrative:
An unknown duracon femur and poly were also listed in this report. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned. Hospital will not release.

Manufacturer narrative:
Reported event: an event regarding loosening involving a duracon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: not performed as records were not provided for review. Device history review indicates all devices accepted into final stock met specification. Complaint history review indicates there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that sales rep called and reported revision of right knee due to a loose baseplate and poly wear. Primary was done approximately 20 years ago and the cat /lot codes on explanted devices were illegible.